Event description:
Customer called alleging that his contour test strips are not working and because of the reading he received, he had to call 911. There is no specific data to support the allegation. Further information from the customer is not obtainable. Customer to return test strips for evaluation. Replacement strips and new meter.